Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the purchase order was given to the hospital and currently, the hospital is working to secure the repair budget. Repair not done. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that, cardiosave intra-aortic balloon pump (iabp) had optical sensor module malfunction. There was no harm or injury reported.